Event description:
As reported by the edwards field clinical specialist (fcs), during the transaortic transcatheter aortic valve replacement (tavr) procedure, the ascendra + balloon ruptured after deployment of the sapien valve. The patient was noted to be in stable condition.

Manufacturer narrative:
The ascendra balloon catheter was returned to edwards for evaluation. The complaint was confirmed. Visual and dimensional inspections were performed. Visual inspection of the returned device revealed a burst balloon. The balloon was returned as two pieces as the distal end of the balloon and the nosecone were separated from one another. The distal end of the balloon appeared to have initially torn longitudinally and turned into a radial tear. It is possible for a longitudinal tear to propagate and tear radially, if the balloon interferes with an obstacle during system retrieval. The proximal portion of the balloon appeared to be normal and the guidewire lumen was separated from the nosecone. The marker bands were shifted distally, with the distal marker band located past the balloon pumpkin. This indicates that the guidewire lumen was stretched, providing further evidence that excessive force was used during retrieval of the delivery system through sheath. Under magnification, there were no visual abnormalities observed on either piece of the balloon. Next, the balloon was dimensionally inspected (in the working length of the balloon) for single and double wall thickness which proved to be within specification. A device history record (DHR) review, specifically of the affected work orders and pv date did not reveal any issues that could have contributed to the reported event. These types of complaints have been previously investigated and documented in a technical summary. Balloon bursts in the past have predominantly been due to patient anatomy (specifically, a calcified annulus). The technical summary states that deployment balloons are subject to increased risk of burst in a calcified annulus via open cell impingement and stress concentration. We can speculate that the root cause of this complaint could be related to the rationale outlined in the above referenced technical summary. Per the physician, the patient had severe aortic root calcification, moderate- severe aortic valve/leaflet calcification and a calcified sinotubular junction. Therefore, it is possible that the rupture was caused by puncture from a calcium deposit. The complaint was confirmed, but there is insufficient information available to determine the reason for the observed event. Available information suggests that it is possible that the rupture was caused by puncture from a calcium deposit in the native annulus. In regards to the separation of the balloon/guidewire lumen: a balloon burst increases the possibility of leaving a protruding material that can interfere with an obstacle during retrieval. Thus, it is possible for the inner guidewire lumen to stretch and the balloon to tear into two or more pieces if excessive force is used during system retrieval. As mitigation, the ascendra + delivery system training manual provides procedural consideration in case of balloon burst by recommending not using excessive force when removing the delivery system with a burst balloon. There is no confirmed manufacturing non-conformance or an inadequacy in the labeling/IFU which could have resulted in the complaint. A review of the complaint history revealed similar confirmed complaints. The root cause may be related to the rationale outlined in the technical summary. Since no labeling or IFU inadequacies have been identified, no corrective or preventive action is required at this time.

Manufacturer narrative:
A device history record (DHR) review of the effected delivery system was performed. The affected device work orders and product verification testing were evaluated and did not reveal any issues during manufacturing that could be related to the event. The delivery system was not returned to edwards for evaluation. These types of complaints have been previously investigated and documented in a technical summary. Balloon bursts in the past have predominantly been due to patient anatomy (specifically, a calcified annulus). The technical summary states that deployment balloons are subject to increased risk of burst in a calcified annulus via open cell impingement and stress concentration. We can speculate that the root cause of this complaint could be related to the rationale outlined in the above referenced technical summary. Per the clinical specialist, the patient had moderate-severe aortic valve and severe aortic root calcification. Therefore, it is possible that the rupture was caused by puncture from a calcium deposit. The complaint could not be confirmed as there is insufficient information available to determine the reason for the observed event. Available information suggests that it is possible that the rupture was caused by puncture from a calcium deposit in the native annulus. There is no confirmed manufacturing non-conformance or an inadequacy in the labeling/IFU which could have resulted in the complaint. A review of the complaint history for the month of september 2012 did not reveal that the occurrence rate exceeds the control limits for this failure mode. Therefore, no further corrective or preventive action is necessary.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Additional information provided by the clinical specialist (cs) indicated the 23mm sapien valve had been positioned in a 50:50 position; however, during deployment the valve shifted resting in a 60:40 aortic position within the native annulus. The patient's annulus was measured at 19x25mm (CT), and was noted to be severely calcified. The stj was noted to be calcified, the patient did not have severe ventricular septal hypertrophy (measured 13m, posterior wall 10mm), the patient had moderate to severe aortic valve/leaflet calcification, and the ejection fraction was 50%. Additionally, the coaxial alignment was reported to be good, balloon inflation was not held > 3 seconds due to the balloon rupture, there was no loss of pacing capture, and ventilation was held during deployment per the physician, the patient had severe aortic root calcification and moderate-severe aortic valve / leaflet, therefore it is possible that the rupture may have been caused by the patient's anatomy. The device is expected to be returned for evaluation. Investigation is ongoing.

Manufacturer narrative:
Result: the ascendra+ delivery system was returned to edwards lifesciences for evaluation. Preliminary investigation revealed the distal portion of balloon and nosecone were completely separated from the delivery system. Visual inspection revealed a longitudinal tear leading to radial tear. No abnormalities were observed under magnification. A device history record (DHR) review of the delivery device was performed. The affected device work orders and pv testing were evaluated and did not reveal any issues during manufacturing that could be related to the event follow up examination pending.